Event description:
It was reported that a physician saw a frayed lead incident six months ago in a battery replacement. The lead was replaced, but it was unclear and there was not sufficient information to determine the device and the patient was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# v009994, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type lead. (B)(4).